Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient experienced a breach in aseptic technique which caused peritonitis. Per the home patient's daughter, the home patient (hp) experienced an episode of dementia one evening (date unknown) and disconnected himself during treatment without using proper aseptic technique. The hp was admitted to the hospital for abdominal pain and cloudy effluent. The hp was diagnosed with peritonitis the same day as the admission to the hospital. The hp was treated with intravenous (IV) antibiotics (type, dose, frequency and lot number not reported), for 4 days while in the hospital and discharged with intraperitoneally (ip) antibiotics (type, dose, frequency and lot number not reported) for two additional weeks. No additional information is available. Outcome: recovered. Medical history: end stage renal disease (esrd), dementia. Concomitant therapy: not reported. Causality assessment: not reported.